Manufacturer narrative:
Device 3 of 4. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and could not be functionally tested. Lead has instrument marks along the lead body. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR reports: 1627487-2010-00695, 1627487-2010-00476, and 1627487-2010-00697. The pt was implanted with an scs system on (B) (6) 2008. It was reported that the pt felt the stimulation change from her back and legs to her abdominal region and that the system appears to require higher power. Reprogramming was attempted but was unsuccessful in changing the stimulation pattern. The physician explanted and replaced the pt's system on (B) (6) 2009. The explanted devices were returned to ans for analysis. No further info is available.